Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was over 600 mg/dl. The customer delivered boluses via the pump and changed the pump supplies multiple times. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.